Manufacturer narrative:
The insulin pump was received with severely cracked and bleeding lcd glass, cracked case at display window corner, belt clip slot and minor scratched display window. Unable to verify blank display, display anomaly or perform the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to lcd glass anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped and got hit by the door. The customer's blood glucose was 8.7 mmol/l at the time of incident. The customer stated that there was crack on the inner screen of the insulin pump. The customer stated that the display was blank with black blobs on it. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.